Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer which dispenses single doses was opening more than needed. A field service engineer identified that the 12-pocket tray was configured as a 6-pocket tray, had the customer unload the medications, corrected the configuration, and then had the customer reload the medications, tested the drawer using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer used to dispense single doses was opening more than needed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.